Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled pacemaker device replacement procedure, this right atrial (ra) lead was damaged with a scalpel. As a result, a lead cap accessory was used to repair the lead. After the repair, threshold, amplitude and impedance measurements were noted to be within normal specification limits both prior to and after connecting the lead to the new pacemaker device. The ra lead remains in-service. There were no adverse patient effects.